Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 under delivered. No adverse patient effects were reported.